Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis on (B)(6) 2014. The blood glucose reading was 386 mg/dl, and the customer complained of vomitting, feeling hot, and irritability. The customer treated with the insulin pump and manual injection. She stated that she was treated and discharged. During troubleshooting, it was found that the insulin pump was working as designed. She reported observation of a crack in the upper right corner of the screen leading to red and yellow wires. She did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The device passed functional testing, including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive "no delivery" alarm noted. The insulin pump had a cracked display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.